Event description:
On (B)(6) an amazon customer commented that the product was a false negative. A consumer said that these tests came back negative despite having symptomatic. When his/her family tested with a better and more well known brand on the same day, they were all positive. The user also thought that the product testing was not easy. Importer comments: this report is an derivative case of (B)(4) that is a reference of this report. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.